Event description:
It was reported that the monitor went off during intubation. On (B)(6) 2026, we were informed that the patient required prone positioning due to ards resulting from aspiration. Consequently, the patient required prolonged hospitalization.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).